Event description:
Info provided states that pt had exploratory laparoscopy, exploratory laparotomy and appendectomy. At an unspecified time following surgery a diagnosis of a non healing wound, chronic wound sinus or infection was determined that required removal of the suture. Pt improved after removal of the suture.